Event description:
It was reported that during an implant attempt, the helix mechanism of the lead was deployed, but the helix was unable to retract. The lead was not used and a new lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the lead was stretched. It was noted that the proximal conductor was distorted, the proximal conductor was stretched, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. It was visually noted that the lead was returned with the helix fully extended and the lead had been stretched causing the inner insulation tubing to buckle which prevents the helix from functioning properly.